Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that there was 4 ml in the reservoir, but according to the pump there should have been 2 ml. This was similar to the previous filling, when there was 3 ml in the reservoir and according to the pump there should only have been 1.5 ml. The event date was reported to be (B)(6) 2018. Troubleshooting was unknown. There were no interventions. Surgical intervention did not occur nor was planned; the pump remained implanted and in service. The issue was resolved. When prompted for contributing factors, the response provided was "no." The patient status was alive - no injury. There were no reported symptoms. No complications were reported or anticipated. Additional information was received. It was reported the patient went into the physician's office on (B)(6) 2018 with a spastic syndrome. The patient had a pump from 2016, probably april. It was stated there was a problem with the volume of rest in the pump during the regular filling. The volume of aspirating baclofen was higher than expected, according to the medical programmer. It was reported there was a suggestion of underdosing in patients due to a broken pump, and that according to field action 596, this pump could be broken. The physician required immediate replacement of the pump within the complaint. This was also reported as the physician asked medtronic for a surgical replacement of the pump, because it was suspected that the pump was broken. As far as catheter examination was concerned, only an x-ray was performed so far, and the tip of the catheter was located in th8.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0210205782, explanted: (B)(6) 2018 product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the actual reservoir volume (arv) at the refill on (B)(6) 2018 was 4ml, and the expected reservoir volume (erv) was 2ml. It was clarified the catheter was supposed to be at th8. The catheter was replaced on (B)(6) 2018. A damaged pump connector was noted during catheter replacement. A pump replacement did not occur and was no longer planned. The patient was okay now. It was unknown. If the explanted catheter would be returned. An exact pump implant date was provided.

Manufacturer narrative:
Product ID: 8780, lot# 0210205782, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.